Manufacturer narrative:
(B)(4). Results - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the proximal shaft and on the distal shaft. There was contrast in the hub. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube and jacket were separated 70 cm distal to the strain relief tubing. The fracture faces were ovaled as if the hypotube was kinked prior to separating. The jacket was jagged and stretched at the separation. There were three bends in the hypotube 2 mm proximal and 2 mm distal to the separation, and 30.7 cm distal to the separation. There was a bend in the hypotube at the distal end of the strain relief tubing. There were three kinks in the inner and outer members, 1.1 cm, 1.4 cm and 13.5 cm distal to the guide wire exit notch. There was no other damage noted to the sds. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: separated shaft is likely to cause or contribute to patient injury. Device issue: separated shaft. It was reported that during removal of the device from the hoop, the catheter shaft broke in half. This occurred outside the patient. No additional information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.